Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that since implant they do not feel like it was working like it should, their symptoms are about the same as they were before the evaluation. Pt said the results from the trial were better than the implant. Patient said they can make it 3 hours but have been going through pads like crazy, having bad accidents, peeing every half hour, as soon as they feel the urge they stand up and start peeing. Patient reported the first day they spoke with a manufacturing representative (rep) while they were still groggy from surgery and the representative said program "1 is junk", and the rep said lets start on program 2. Pt said at the follow-up appointment their doctor wanted them to stay on 2 for a while and told them they should wait at least a week before moving on to something different, patient said they started at 0.4 and since implant they have increased to 1.1 on program 1 but that was too intense, they had some intense pain and had to decrease it back down, then yesterday they changed their program and thought it was better last night but then today they've been peeing every half hour. Reviewed interstim post surgical healing information, some interstim therapy optimization information and recommended keeping a symptom diary to track results. Offered and sent email with quick guide, symptom diary and interstim information. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received from a manufacturer representative (rep). The rep clarified that program 1 isn't junk they just "don't start patient's on p#1" because they "prefer to try #2, #3, and #6 before using other programs." The rep also noted that this was their first time hearing of any issues patient is experiencing. Rep noted that between the hcp, their partner, and themselves they will work with this patient to try to resolve the issues. Additional information was received from the patient (pt). The reason for call was patient reported they had their previous stimulator repositioned or replaced on may 20th because it was in a bad place, and never worked to help their symptoms like the evaluation did, they were going through at least 6 pads a day and it was not controlling anything, the stimulation never felt in the same place that it was during the trial. Patient said the doctor put the battery pack in the wrong place, they had a bruise outside for months after getting it, the doctor repositioned it but refused to reposition the wires even though the patient kept telling their doctor they thought the stimulator was in the wrong place. Finally they went to a different doctor who did an x-ray and said they did not look like they were optimally placed and they got they had the surgery done on may 20th the replacement stimulator was placed.